Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the user pulled lightly through the needle into the loop, the loop broke. The procedure was completed with another device. The status of the patient is no problem.